Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. No other information was provided.

Event description:
Addendum may 2, 2023: there is no patient involvement in the customer reported event.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. There are no concerns about the reprocessing. The device is returned, and an evaluation completed for it. Upon evaluation of the device, it was observed that there is presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to a pinhole on connecting tube, water tightness is lost; adhesive of distal end rubber coating (a-rubber) has a white-clouded area, chip, and a crack; adhesive of objective lens is peeled; adhesive of light guide lens has white-clouded area; connecting tube has a buckling and a wrinkle; paint on air/water cylinder and suction cylinder is peeled; switch (sw) sw4 has wear; and connecting tube, objective lens, and protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for evaluation and repair of an issue of air leak from the folding stopper of the operation part. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the nozzle. This is attributed to insufficient cleaning. This is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of the material. The event can be detected/prevented by following the instructions for use which state in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.